Event description:
It was reported to philips that the system's footswitch was unable to trigger x-rays. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer documented the reported symptoms. The customer indicated that the wired footswitch cable became damaged after improper handling. An onsite visit was scheduled to further investigate the reported issue. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. After replacing the wired footswitch, the system has been returned to use in good working order. The wired footswitch was returned for further analysis. Functional testing was performed and a damaged cable was confirmed. The codes were updated based on the investigation outcome.